Event description:
It was reported that the patient was a new implant and had reported occasional low voltage alarms. Battery clips and several batteries that were showing red indicators on the charger had been replaced; however, intermittent low voltage advisories continued to occur. The event log file contained multiple unusual power cable disconnects and low voltage advisory events. Most of these events had occurred while the patient was using battery power. It was noted that if alarms could be reproduced when connected to the clinic's power module, it might indicate worn controller leads requiring controller replacement. If alarms could not be reproduced, the data suggested a potential faulty clip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.